Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test.

Event description:
Customer reported via phone call that the insulin pump received button error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.